Manufacturer narrative:
E1: reporter information: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that they found that the probe was inaudible, and the sound was small. The probe was replaced. The device was in use on patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Data correction to device identifier, product brand name, common device name, model #, catalog # and serial #, manufacture date a philips authorized service personal (asp) evaluated the device and found that the ultrasound transducer probe was faulty and replaced the probe to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the probe for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.